Event description:
I had mentor textured saline implants for 24 years. I had many health symptoms since I got them in 1993. Not one dr over the 24 years ever mentioned that my health decline could be my implants. I was diagnosed 3 years ago with scleroderma, ra, raynauds. I was bedridden and dying. I was very sick. I explanted 9 months ago. My symptoms are improving. I do have a long ways to go because of how very sick I was from my breast implants. Please take breast implant illness seriously. We are your wives, mothers, girlfriends and daughters. We are becoming physically and mentally ill from the breast implants. Please protect us and make the MFR's responsible for knowingly harming us women over profits. FDA safety report ID# (B)(4).